Manufacturer narrative:
The surgical patty (ID 245404) is not available for return (discarded) as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. There is currently an open corrective and preventative action (CAPA) to investigate product issues related to missing x-ray material on surgical patties.

Event description:
A facility reported a surgical pattie (ID 245404) was noted to be missing the blue strip and was unable to be found. After getting all 10 patties off the field, one pattie was noted to be missing the blue strip and was unable to be found. The event did not lead to surgical delay.